Manufacturer narrative:
The autopulse platform (sn (B)(4)) will not be returned for investigation due to age and parts availability. Therefore, root cause of the reported complaint of "system error, out of service, revert to manual CPR " message on the ap platform could not be determined. The autopulse platform is a reusable device and was manufactured in november 2004. The device has been operating for nearly 14 years and has exceeded its expected serviceable life of 5 years. A product replacement plans has been recommended to customer.

Event description:
As reported, upon powering on, the user's autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR". No patient involvement reported.